Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient could not handle the stimulation and had a ninety-mile drive to the neurologist. The patient's stimulator was turned off in (B)(6) 2013, and the caller stated the neurologist thought the patient was still getting some therapeutic benefit from having the leads implanted. The patient had some benefit with their facial expressions and their walk wasn't slumped. The caller stated the patient had memory problems before the implant but also stated they thought the therapy probably sped up the patient's dementia; the patient had hallucinations, some other medical problems, and was at a low point. The caller was to follow up with the patient's healthcare provider (hcp) because it was hard to explain. The caller noted the patient wanted the system explanted but the hcp didn't think the patient could handle the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.